Event description:
The previously sent report of a positioning issue with the lens was reported in error. The customer reported an intraocular lens (iol) was exchanged because it was the 'incorrect iol'.

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, there was a positioning issue with the lens. The lens was exchanged. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).